Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# v333402, implanted: (B)(6) 2009, product type: lead. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (december 2010).

Event description:
The manufacturer representative reported that the lead was partially removed on (B)(6) 2016 as the lead snapped during the procedure. The health care provider (hcp) attempted to remove the lead in the normal fashion, but the lead did not come out intact. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.